Event description:
Normal saline flush syringe felt sticky initially. Pulled plunger back and released. Once done, normal saline flowed fine. Primed tubing appropriately. IV pump kept beeping occluded.